Event description:
A malfunction was reported on the pump by the caller. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not previously reported or reset the pump for this issue within the last 24 hours. Technical support provided the caller with pump reset information and assisted with resetting, though the same malfunction code recurred after the reset. It was later confirmed customer had been able to resume insulin after pump reset.